Event description:
I had an inguinal hernia repaired with the prolene hernia system. It was located in the right pelvic abdominal area. My surgeon told me there was no other option except to have this surgery done. He said that it was a day surgery and my recovery would be a lot faster with the laparoscopic surgery and I would be back on my feet in no time and out of the pain I was in. Well I had the surgery done and it turned out to be the worst thing I have ever had to go through. My recovery took forever I had to learn how to walk again because it has damaged my nerves in the pelvic area which they sacrificed my ilioinguinal nerve because it appeared to be in the way of the mesh and it could get incorporated if they wouldn't have severed it. I live in so much pain everyday due to this mesh. I have been to the hospital almost every month since I have had this surgery done, I'm in so much pain that I can not even explain. I can no longer run or do physical activities because the pain will increase and my leg gives out on me. I am under pain management right now and its not even helping me. I am scheduled to have lap surgery done again with a gi and an obgyn with a general surgeon to see what is going on inside. I am sick and tired all the time I can not even lift my baby boy without hurting. I just wanted to let everyone know that my nerves are trapped and causing some of the pain and I have a lump where the incision was made and I have really bad adhesions because they can barely see through my stomach with CT scans and sonos. When I go to the bathroom, it is a living nightmare I bleed and the constipation is so bad that I almost can't even get the stool to come out. It hurts every time I go to the bathroom and I am so scared one day I am going to end up dying from this because of it being stuck and tearing me inside and out. I have been to so many doctors but none of them seem to know what to do. My general surgeon said they cannot remove the mesh it is too dangerous so I have to wait for this surgery to see what is going on inside with my mesh exactly. I do know that before this, I was perfectly healthy and able to do anything and now I am lucky to make it day by day. I scream and cry a lot I can not sleep because of the pain no matter what I do to try to stop the pain it doesn't work and I just can't believe this I don't know if I will ever be able to live a normal life again. I just had an injection done last week and it didn't do anything but aggravate it. It hurts even into my vaginal area so I am not able to be sexually active with my spouse anymore. The prolene hernia system mesh has done nothing but damage me and my insides.